Event description:
It was reported that there was a set screw issue. The device alarmed with high superior vena cava (svc) impedance. The physician corrected the set screw issue. It was also reported that an alert occurred again. The lead integrity alert (lia) triggered due to frequent non-capture, elevated threshold, and oversensing. The right ventricular (rv) lead programming was changed. The device and rv lead remain in use. The physician will monitor the patient closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected product event summary: analysis of the device memory indicated a lead impedance out of range alert. Lead integrity alert (lia) triggered on 03-mar-2014 due to meeting the requirements for impedance and ventricular- sensing integrity counter (sic). Met the requirements for lia trigger for impedance on (B)(4) 2014. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. An out of trend subthreshold lead impedance alert occurred on (B)(4) 2014. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. Met the requirements for lia trigger for ventricular-sic on 03-mar-2014. There are five lead failure predictor events of less than 220 ms ventricular-ventricular cycle recorded on 03-mar-2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.